Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause was not able to be determined. Device not returned for analysis.

Event description:
It was reported that in 2007, the patient underwent treatment with the polarcath device for one lesion. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory due to inadequate dilatation. Post dilatation of lesion with surgery performed is documented. No information provided as to type of surgery or outcome. No information on relationship to trial device provided. The single de novo target lesion was in the bypass femoroperoneo with 3mm reference vessel diameter, 20 mm length and 95 %stenosis (concentric stenosis). There is no vessel tortuosity. There was one patent run off vessel by calibrated angiographic assessment. The degree of calcification at the target lesion was not provided. Five inflations were performed with 60% residual stenosis. The patient had pain during the cryoplasty procedure. The cryoplasty total procedure time was 35 minutes. The patient had a follow up visit at the clinic/hospital the following month. The patient¿s vital status is documented as other ¿ amputation. The patient has experienced no adverse events since the procedure. No information provided on date of amputation, location of amputation, reason for amputation, outcome of event or relationship to the device.